Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821r, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the camera was showing a solid amber fault light upon boot-up. Multiple reboots were conducted with no resolution. There was no patient involved in this event.

Manufacturer narrative:
A medtronic representative went to site and performed a system checkout. The camera was replaced and then the system passed checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Camera (psu, product ID: 9735821) was returned to medtronic hardware analysis team. It was reported that the returned psu had many nicks and scratches. As reported, the psu powered up on the test bench with the amber fault light on. A check of the event log showed several errors including firmware incompatibility in october, low battery voltage, and storage temperature exceeded low limit in december, and a bump was detected with an anomalous date code. The psu also failed an accuracy test (aak) at .52 mm with a passing threshold of .25 mm. If information is provided in the future, a supplemental report will be issued.